Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 5. Reference MFR. Report #: 3006705815-2018-03230. Reference MFR. Report #: 3006705815-2018-03231. Reference MFR. Report #: 1627487-2018-12721. Reference MFR. Report #: 1627487-2018-12723. It was reported that the patient has a rash across her lower back. The physician gave the patient oral antibiotics and plans to meet the patient at a later date.

Event description:
Device 3 of 5 : reference MFR. Report #: 3006705815-2018-03230 , reference MFR. Report #: 3006705815-2018-03231 , reference MFR. Report #: 1627487-2018-12721 , reference MFR. Report #: 1627487-2018-12723. The antibiotics provided by the physician has cleared up the patient¿s rash.